Event description:
A report was received that the patient was experiencing irritation, redness, and tenderness at the ipg site. The physician prescribed the patient antibiotics, but did not believe the patient had an infection. The physician believes the symptoms are caused by constant sitting as the patient is immobile.

Event description:
A report was received that the patient was experiencing irritation, redness, and tenderness at the ipg site. The physician prescribed the patient antibiotics, but did not believe the patient had an infection. The physician believes the symptoms are caused by constant sitting as the patient is immobile.

Manufacturer narrative:
Update to the following field of the initial MDR: additional information was received that the patient is doing better and is not in as much discomfort. There will be no further course of action regarding pocket discomfort.